Event description:
Surgical specialties / corza medical was made aware on 05 nov 2024 that five providers reported adverse reactions to sutures, leading to increased management of open wounds.

Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for analysis. Without the reported devices, photos, or detailed information on packaging removal, preoperative preparation, or surgical technique, a definitive root cause cannot be determined. A review of the DHR for all lots in question found no deviations or nonconformances. However, it is unclear which part and lot are associated with each event, as the provider only supplied a list of all items in their inventory. Therefore, the root cause remains undetermined.